Manufacturer narrative:
(B)(4). The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensor resistor. The pump was unable to perform basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery tests or verify air bubble due to motor error alarm. The pump was received with normal operating currents and passed unexpected restart alarm error test and self-test. Motor passed motor test. The pump had minor scratched lcd window. There were cracks on the battery tube threads and reservoir tube lip. No damage/cracked battery cap noted.

Event description:
Customer reported via telephone call that they found a crack by their battery cap compartment. Customer has been experiencing continued high blood glucose. Blood glucose level at the time of the call was 330 mg/dl. Troubleshooting was performed and the pump will be replaced.